Manufacturer narrative:
Further information was requested but not received.

Event description:
It was reported that the patient presented for a follow-up in clinic with discomfort. Upon interrogation, it was noted that the pacemaker was in backup vvi. No intervention was performed, and the patient's condition was unknown.